Manufacturer narrative:
The actual sample was returned for investigation. Visual inspection of the sample confirmed that the effluent pump segment was disconnected from the support plate on one side. A closer inspection of the extremity of the pump segment revealed that there was presence of solvent and that the tubing had been inserted properly into the support plate. The reported condition was verified. The cause of the disconnection of the effluent pump segment was not determined. A batch review was conducted and there were no deviations found related to this reported condition during manufacture of the lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a prismaflex hf1400 set was leaking therapy. The customer reported that the alarm ¿liquid leakage detected¿ was triggered by the prismaflex monitor after having changed the effluent bag during therapy. Visual inspection revealed a leak at the level of the pump insert on the top right of the prismaflex hf1400 set. A tube was noted to have detached. The treatment was discontinued without returning the blood in the circuit to the patient. Two bags of red blood cells were transfused to the patient. No further consequence to the patient was reported. The treatment was restarted with another set on the same prismaflex monitor. The set had been in use approximately three days at the time of the event. No problem was noticed before the leak occurred. No additional information is available.